Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-1927bcf-45 batch number 15398289 was received for evaluation. Visual inspection showed that the anchor, still attached to the inserter tip, was broken into two pieces. Deformation of the bio-screw threads was observed, most likely resulting from the breakage event or the application of excessive force. The sutures within the anchor exhibited broken filaments. No damage was noted on the remaining suture material, the handle, or the inserter. A functional test cannot be performed due to damage observed on the device. The observed damage to the device was most likely caused by user error, including improper bone preparation, prying, levering, and excessive force. Directions for use dfu-0087-eo revision 5 corkscrew®, pushlock®, and swivelock® suture anchors. G. Precautions: 3. Make sure to use the recommended drill bit or punch to create the bone socket. 4. Pushlock and swivelock suture anchors only: during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 1st dec 2025, it was reported by an arthrex's employee via an email that for 1 unit of ar-1927bcf-45, 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® and one tigerwire®, its anchor broke during insertion. This was detected during a rotator cuff repair surgery on (B)(6) 2025. The procedure was completed successfully by using another new ar-1927bcf-45. There were no patient harm and no secondary procedure needed.